Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there patient consequences? If yes, please explain. Please provide the lot number. Please refer to the event description, other information requested is unknown. It was reported that the event date is july 15, 2025, and the alert date is july 30, 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Loc just received the complaint from hospital on july 30, 2025.h will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the patient had a left upper arm injury and came to the hospital for treatment. The doctor sutured it with suture, but during the suturing process, the problem of pulling off suture needle happened. The doctor replaced the suture with a new one and sutured it again. No adverse patient consequences were reported. Additional information was requested.